Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 11 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis, following bone loss and implant instability. Material analysis concluded: inhomogeneous mechanical overloading on the implant.